Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015 with an abscess on her neck. She was intubated and an anchorfast guard endotracheal tube holder was applied. The intubation was noted to have been traumatic. On (B)(6) the respiratory therapists noted that they were unable to shuttle the device as the patient was biting down too hard on the device. On (B)(6) it was observed that the patient was still biting down too hard and that two lower front teeth were loose (pushed out to a horizontal position). It is believed that she may have some neurologic reflex condition that may have caused her biting down. The anchorfast guard was replaced and at that time it was confirmed that there was severe trauma and that two lower front teeth were loose. If the patient survives, medical intervention will be necessary for the 2 teeth. There was no product malfunction noted.